Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during a left total knee arthroplasty, the tibial articular surface provisional broke.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned device was fractured as claimed. All pieces were returned for visual inspection, which confirmed that returned tasp post was fractured into three pieces. The device was manufactured in october of 2013 and had an approximate field life of 3 years with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.